Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the open and select keys on the channel a keypad were inoperable was confirmed by baxter service personnel. The service evaluation did not indicate if the condition was duplicated. The root cause of this condition was determined to be fluid ingress. The channel a keypad was replaced to correct this condition. A device history review revealed that failure codes 866:02 and 401:317:843:0000 were both found prior to release. The device was reworked and passed all subsequent testing before release. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump in which the "open" and "select" buttons on the channel a keypad were inoperative before use of the device. It is unknown in which care area this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. The user interface module software version is 5.48.92. No additional information is available.